Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that patient's infusion set's tubing came apart at the insertion site and skin. The patient's blood glucose level was 8.5 mmol/l. The site location was right side of the patient's abdomen and the pump was located on the hip and belt line. The infusion had been used for less than 24 hours. Reportedly, the infusions were stored in the drawer, but it was hot these days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.